Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: pump head failure. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the water flow problem was due to pump head failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the flushing pump had a water flow problem. This issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
E1: facility name- (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flushing pump had a water flow problem. This issue occurred during an unspecified procedure. There were no reports of patient harm.